Event description:
Melissa harvey reported several issues with the device, including a missing rubber door, dust accumulation in the port, an unresponsive pump screen requiring multiple presses, and a battery that does not last as long and needs frequent charging. There was no adverse impact on the customer's blood glucose level. The customer is currently out of warranty and in the process of acquiring a new device. Further follow-up was declined, and no additional information or action was required.